Event description:
It was reported that the insulin pump excessively alarmed no delivery during manual prime with different types of infusion sets. Nothing further reported.

Manufacturer narrative:
Findings: unit passed displacement test and excessive no delivery test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). No unexpected no delivery alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.